Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an electrocardiogram (egm) anomaly resulting in loss of atrial and ventricular signals was observed on the device. After swapping the order of the channels, the signals were visible on the egm. The patient experienced no adverse consequences.